Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient was reprogrammed at their scheduled (B)(6) 2014 appointment. The reprogramming reported ¿solved¿ the problem ¿by reducing the parameters¿ that were programmed for the patient. The issue was resolved and the patient was receiving effective therapy at the time of follow-up. Please see manufacturer report #3007566237-2014-02763 for information regarding the patient¿s other implantable neurostimulator.

Event description:
It was reported the parkinson¿s disease patient experienced a shocking feeling on the left side of their body start on the day of report. The patient¿s right side was ¿normal¿ at the time of report. The patient reportedly ¿suspected the implantable neurostimulator (ins) had a power leakage problem.¿ the patient had shut his ins off at the time of report. The patient was scheduled for a reprogramming session at their implanting hospital for (B)(6) 2014. No information was available regarding the outcome of the patient¿s reprogramming session or their final outcome. Information was requested regarding the patient¿s appointment and outcome. A supplemental report will be filed if additional information is received.